Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported the patient experienced adhesion following the procedure. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 09/08/2020. H6 patient codes: 3189 - surgical intervention. Additional information: a2, a4, b7, d1, d2, d4, d7, e1. Additional b5 narrative: it was reported that the patient experienced chronic pain and recurrent hernia necessitating additional surgery. It was reported that the patient underwent a mesh removal on (B)(6) 2016.